Event description:
Healthcare professional reported "rupture, contracture and seroma". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, rupture a review of the device history record has been completed. No deviations or non-conformances noted.